Manufacturer narrative:
Lead model 3093 lot # v565872, implanted: 2010 (B)(6), explanted: unk, patient programmer model 3037, (B)(4), implanted: na, explanted: na.

Event description:
It was reported that the symptoms associated with this event included recurrent drainage from the implantable neurostimulator (ins) incision site. No medical or surgical action was taken. Later it was reported that there was a temporary discontinuation of stimulation and the ins was explanted on 2011 (B)(6). A new system was implanted on 2011 (B)(6). The patient recovered without sequelae.